Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported a physician had some issues with removing coral pedicle screws during a procedure. There were 2 instruments that became bent or broken during the removal (ref# (B)(4)), submitted in a separate report). The surgery was unable to be completed and the spare device provided did not function properly. No patient injury was reported. Additional information has been requested.